Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the lens would not advance due to inserter malfunction; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, loaded lens into inserter from tray, inserter would not catch the lens and leave cartridge. In the surgeons¿ opinion inserter was defective. Inserter was sent for repair. Additional information requested and received stating that lens would not advance due to inserter malfunction. The lens was inserted and removed. The procedure was completed on same day and there was no patient harm. There are two medical device reports associated with this report. This file is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).